Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the sites suretrak2 large pass fighter was damaged/bent. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received the tracker was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The tracker was severely bent. The tracker is not usable as it is. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the sites suretrak2 large pass fighter was damaged/bent. No patient was present at the time of the event.